Manufacturer narrative:
Findings: pump was received with intermittent up and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the pump, on the reservoir window on the oval and under the oval. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.